Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticmo13.7 implantable collamer lens, -14.50/+2.50/048 diopter in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2016 due to excessive vaulting, significant reduction of irido-corneal angles, and pigment dispersion. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that optic was torn and haptic was torn and deformed. (B)(4).